Event description:
A patient was receiving an IV infusion of diltiazem at a rate of 5ml per hour. After only 40 minutes of the infusion, the entire 125ml IV bag was noted to be empty. No patient harm. Manufacturer response for infusion pump, lvp, alaris (per site reporter): the manufacturer hasn't had the opportunity to evaluate the device. Manufacturer response for infusion pump, pcu, alaris (per site reporter): the manufacturer hasn't had opportunity to evaluate the device.